Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the site responsible for an in-depth investigation. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study article and a non-healthcare professional report that ninety-five patients with an average age of the patient reported experiencing visual disturbances, including halos and difficulty in judging distance, following the procedure. These symptoms were associated with significantly worse low- and high-speed distance visual acuity in the affected (unspecified) eye compared to patients without such symptoms and evidence suggests that these postoperative visual disturbances may impact dynamic vision and daily tasks, providing a basis for clinical guidance to improve patient safety and functional outcomes.